Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Concomitant products: product ID: 5076 x2 leads, implanted: (B)(6) 2001. A fr99525 tissue valve, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was found to have dislodged once, and was repositioned. The lv lead was later found to have dislodged a second time. Additionally, the atrial lead was found to exhibit undersensing in both unipolar and bipolar configurations. The atrial lead was capped and replaced, and the lv lead was explanted and replaced. No patient complications have been reported as a result of this event.